Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7 cm. Analysis was completed. No lead anomaly found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly used lead had impedance greater than 4000 ohms. The lead was exchanged without issue. The patient was stable.